Manufacturer narrative:
Device used for treatment, not diagnosis patient initials, date of birth, age and weight not reported. Literature citation:hsu, cheng-en and et all. "Integrated risk scoring model for predicting dynamic hip screw treatment outcome of intertrochanteric fracture" injury, int. J care injured 47 (2016) 2501-2506. This report is for unknown dynamic hip screw, unknown quantity, unknown lot. Unknown part number, UDI is unavailable. Device is unavailable for return. Part # is unknown, 510k is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, hsu, cheng-en and et all. "Integrated risk scoring model for predicting dynamic hip screw treatment outcome of intertrochanteric fracture" injury, int. J care injured 47 (2016) 2501-2506 china article. The study analyzed 442 a1 and a2 intertrochanteric hip fractures treated with dynamic hip screw (dhs) from january 2000 to june 2014. All patients were operated on in the supine position using the standard lateral approach to the proximal femur. Radiographs were taken at the 1st month, 2nd month, 3rd month, 6 month and yearly time frames. Treatment failure was defined as patients who had non-traumatic fixation failure during the 3-month postoperative follow up. The postoperative lateral wall fracture was defined as a new fracture line or fracture fragment appearing around the lag screw insertion site. Radiographs were used to identify dhs screw migration and lateral wall fracture. Among the 442 fractures included in the study, there were 31 cases (13 male, 18 female) with treatment failure in the 3-month postoperative period; a 7% failure rate. This is report 7 of 31 for (B)(4). This report is for unknown dynamic hip screw (dhs).